Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing noted. There was no moisture damage found inside the pump. The insulin pump was received with cracked case at display window corners, reservoir tube lip, belt clip slot, and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed button error. It was also reported that the insulin pump has an unresponsive keypad. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 240 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.